Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled out of the distribution node(dn), breaking the solder joint connecting rear pulse wires on the dn. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt was damaged.